Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not using antibiotics using inappropriate tools, patient picking the wound, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows the clinical representative is unsure if the implanting clinician irrigated the site or prepared the surface of the skin and the patient has a pre-exiting medical condition. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of infection may be due to not irrigating the implant site and/or due to the patient being a potential poor candidate due to health, weight, age or mental capacity and clinician knowingly implanting the device.

Event description:
The patient is reporting infection and is being treated with antibiotics, with no revision/explant anticipated at this time.